Event description:
The catheter was inserted to 19cm, then pulled back 4cm. The catheter broke when the baby grabbed the IV tubing. The unit was inadvertently discarded by hospital staff.

Manufacturer narrative:
Conclusions a root cause analysis could not be performed as the sample was not received for analysis. The device history could not be reviewed as a lot number for this incident was not provided. The user is advised that the catheters are fragile and to be handled with care. Date submitted: 16 may 2007.